Event description:
Carestream received a complaint on (B)(6) 2013, regarding a drx revolution product malfunction. This report was from (B)(6) medical center, for k number (B)(4). After exposure of an infant, the plastic end cap unit of the drx revolution was reported to have become detached and fell to the floor startling the tech. No one was injured during this event.

Manufacturer narrative:
A field engineer (fe) visited the site to investigate this issue. He was unable to reproduce the incident. He found the screws, installed to keep the end cap in place, were still in place and had not been loosened or dislodged from the main column of the x-ray system. The fe surmised that the end cap must have caught the warming unit used to keep the infant warm during the exposure as the shaft descended into place. The end cap unit was pulled at angle and was able to be removed from the unit. The design team investigated this incident and was able to replicate the issue. There is one flange on the end of the end cap unit. A protruding screw on the main column keeps the end cap unit from being easily removed from the column; however, there are positions which the end cap unit can be angled if the end cap catches on an interfering item that allow the end cap unit to be pulled off. It is difficult to achieve this angle; however, it is possible.